Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental abutment fracture.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 4323. This is a follow up report to add this additional code. Device received for this event is being corrected from ank bal.ant /x sm gh3,0/a15 catalog # 31022735 to ank balance base abutment c/ gh3/a15 catalog # 31022542. This is a follow up report for this corrected information. Correcting UDI # from (B)(4) . This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1260. Investigation findings code - 3252. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: medical device problem code - 3190. Investigation findings code - 213. This is a follow up report to correct these/this code(s).